Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('vaginal hysterectomy leaving ovaries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain ("I have been so sore today") and vaginal haemorrhage ("started spotting a little for the first time in few weeks"). The patient was treated with surgery (underwent vaginal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, pain and vaginal haemorrhage outcome was unknown. The reporter considered medical device removal, pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: processed with fu2. Follow up received from social media. Reporter was added. Events pain and spotting vaginal were added. On (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('vaginal hysterectomy leaving ovaries') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent vaginal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.